Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. At 6:00 am on (B)(6) 2022, the patient had a high alert on the g6 mobile app and took an unspecified amount of insulin without doing a bg finger stick. A short time later he lost consciousness and his granddaughter called emergency medical services (ems). He was treated with IV glucose. After the patient regained consciousness, paramedics advised him to drink juice and eat a sandwich. The cgm value was low and the bg finger stick value was 55 mg/dl. He was transported to the hospital for observation and treatment, and he was released later the same day in stable condition. The bg finger stick value at the hospital was 188 mg/dl and the cgm value was 281 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.